Event description:
A customer reported that aspiration was low during procedure. The system was switched out and the procedure was completed with no harm to pt.

Manufacturer narrative:
The company representative examined the system and was not able to duplicate the reported event. The system was then met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).